Event description:
The facility's nurse reported an incident involving a colleagu triple channel pump with guardian software. Reportedly, the incident was related to "the guardian software not requesting a secondary and tertiary confirmation of a user's request to run a 'piggyback' infusion into a guardian protected infusion". The pt was reported to have two IV infusions running simultaneously: a maintenance infusion of normal saline at a rate of 25ml/hr and a secondary infusion of insulin, programmed via guardian software, at a rate of 3ml/hr. The nurse reported an antibiotic was inadvertently connected to a port on the insulin infusion and set to run as a piggyback at a rate of 200ml/hr. The user was not required to confirm the piggyback infusion. The pump infused the antibiotic and alarmed "air in line". The nurse immediately responded to the bedside; finding 20-30ml (20-30units of insulin) infused. As a result, the pt received the antibiotic mixed with insulin and inadvertently received 20-30 units of insulin; 10 times the correct dose. The patient's blood sugar dropped and d50 (50% dextrose) was administered to the pt. According to the nurse, the pt recovered and no injury or adverse outcome resulted. The nurse also reported similar situations that occurred with vasopressors and sedatives. No pt injury occurred.